Event description:
It was reported that a malfunction alarm with code malf 12 occurred. A fault ID was noted as 0x2071, and cts assisted with resetting the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After cts provided reset information, the customer successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any future issues arise, which the customer acknowledged and understood.